Manufacturer narrative:
The investigation is ongoing. A follow up report will be filed.

Event description:
Customer reported using a hemovac suction drain reservoir during left knee procedure. Reportedly, the drain was being removed per usual routine postoperative order 22 hours later when end of drain broke off in patient. Broken piece surgically removed and patient routinely discharged the next day. They were able to wrap up the drain in a biohazard bag to return for investigation.

Manufacturer narrative:
One piece of the complaint sample was returned for investigation and forwarded to our supplier. The lot number was not provided. The supplier was not able to identify the returned piece of the complaint sample. Investigation revealed the hole in the barium tube of the returned sample is marked with three rectangular black bars. The products provided by the supplier does not include rectangular black bars; therefore, the returned sample is from a different manufacturer. The customer was notified about this discovery and instructed to contact the correct manufacturer of the product to report the complaint.